Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned products identified screw fragment in the implant drive feature. The implant platform/hex and collar were fractured/damaged. Additionally, the external threads were damaged possibly during the removal process. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the product experience report (per). It was noted that the patient had moderate density ¿ type ii bone. The devices had been placed on tooth # 29 for approximately 5 years. X-ray and picture images were not provided. DHR review could not be performed since the lot numbers associated were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the implant dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that there was damaged to the platform of the implant. The implant was thus removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that there was damaged to the platform of the implant. The implant was thus removed.